Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient was unable to set the system into MRI mode and also experienced ineffective therapy. Diagnostics revealed high impedance on one lead. X-ray imaging revealed fracture of the lead. Reprogramming has been unable to resolve the issue. As a result, surgical intervention may be undertaken to address the issue.

Event description:
Additional information indicates that surgical intervention was undertaken on (B)(6) 2025 wherein the entire system was explanted to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.